Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.0, lab: 2.7. Therapeutic range: 2.5-3.5. Nurse from kaiser called. (B)(6) lends their meters out to pts. Had a pt come in yesterday and bring her borrowed meter and strips in to do a correlation with the lab. Pt has been testing for over one year, correlation studies are mandatory every 6 months for kaiser program pts. First time a correlation study with this pt gave discrepant results. Kaiser nurses watch pt do the test, nurse reported that technique was good. First drop, direct application, no problem obtaining large sample (although nurse reported that they instruct users to milk finger).

Manufacturer narrative:
Pt was instructed by nurse to milk finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Pt is taking levothyroxine for hypothyroidism and hydrochlorothiazide. Per product user guide, "certain prescription drugs and over the counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt current medication and health status may affect coagulation test. This may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 4.0, reference = 2.70, mean = 3.35. Confidence limits = 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Pt's condition/medication may have contributed to unexpected result. Retained strip test record has been reviewed. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold has been reached. Since strip lot release, 11 in-house therapeutic sample tests have been performed with 68 retained strips. Customer's observation has not been reproduced in in-house testing. Test records indicated all strip results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.